Manufacturer narrative:
This medwatch is submitted following an additional information. Product was returned to (B)(4) (distributor), the inspection showed no issues and it was not returned to the manufacturer. No visual examination by manufacturer could be performed. Attempts have been made to know the lot number of the instrument but without success. However, the distributor inspection shows the mobi-c inserter to not have an issue. Lot number was not provided as the distributor don't use the batch number in their tracking system, the review of the device history records and traceability could not be performed. From information provided, and based on the recurrence of this type of event for this implant, it is assessed that the first issue could be due to mishandling when inserting the prosthesis into disc space (conflict with caspar). The surgeon probably did not follow the instructions mentioned in the surgical techniques: "position the pin (centering pin) on the midline using the pin holder about 5 mm from the inferior edge of the superior vertebral body. ". For the second issue, it is assessed that the event could be due to a surgeon error. As reported, surgeon probably screwed the inserter in the wrong way to release the prosthesis. Indeed, as described in surgical technique, the inserter has to be turned clockwise to release the cartridge screw. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. Those hypothesis could not be validated. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional information were received that allow to drawn a conclusion for this investigation another report will be sent. Device not returned to manufacturer.

Event description:
Mobi-c p&f us: device malfunction - assembly issue. Update received mentioned that upon field return, the distributor made a visual and functional evaluation of the instrument and found to be complaint. Product was not returned to manufacturer for further examination .

Manufacturer narrative:
Request has been sent to get the instrument back to investigate lot number indicated in complaint report does not refer to the inserter having issue. So no possibility to review traceability nor the DHR from related device. Surgery was achieve with another inserter more information were requested. Not received yet.

Event description:
Mobi-c p&f us : device malfunction. During first insertion, the inserter disengaged the peek cartridge from prothesis. They used a second implant : peek cartridge would not disengage. They used a third implant with another inserter : no issue.